Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative a case of rainbow glare one day post lasik treatment. Upon additional follow up it was reported the patient was seeing 20/15 at one day post treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information: no abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. The root cause could not be identified conclusively. (B)(4).